Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: circular ablation circ loop catheter, model #: d-1322-14-si, lot #: 16104791la. Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial sponsored by biosense webster, inc., it was reported that a (B)(6) male patient underwent an ablation procedure for symptomatic atrial fibrillation with a navistar thermocool catheter and suffered pulmonary edema less than 7 days post-procedure requiring medication and prolonged intubation. Patient required extended hospitalization as a result of this adverse event. Issue resolved without sequelae. Cardiovascular medical history includes congestive heart failure, hypertension, left ventricular hypertrophy, and a pacemaker for sick sinus syndrome. Principal investigator assessed this event as moderate in severity, serious, not device-related, and definitely index procedure-related. It was noted that the patient suffered a cerebrovascular accident (cva) approximately 2 months post-procedure and expired approximately 2.5 months post-procedure. Principal investigator assessed the cva as severe, serious, not device-related, and not procedure-related. Since the cva was not related to device or procedure, it is not MDR reportable. The death event was identified as the outcome of the cva. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.